Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product was returned for analysis. Examination of the device was unable to replicate the reported non-conformance. Both calibration in-vitro and in-vivo calibrations were performed. A conductivity test was concluded with no faults found. There was no physical damage found in the visual inspection. The cable failed due to component failure. The cable had an expiry date of 05/11/08 and is past its useful life. The cable will be scrapped. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Mixed venous oxygen saturation readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during an inspection in technical service center, it was found that the displayed svo2 value was out of spec, at 84 ¿ 95% for the in-vitro calibration. The spec is 79 ¿ 85%. During the in-vivo calibration, the displayed value was 58 ¿ 59 %, though the spec is 59 ¿ 61%. There was no patient injury reported.